Event description:
It was reported that the patient had an inappropriate shock due to t-wave oversensing via a wide intrinsic morphology. Technical services discussed some testing and programming options. The clinic may reprogram the sensing vector. There were no additional adverse patient effects. The system remains implanted.